Event description:
It was reported that the patient complained of pectoral stimulation with the lead pacing in unipolar, and the lead exhibited steadily rising thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.